Manufacturer narrative:
The insulin pump was received with an intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump was received with minor scratches on lcd window, scratched reservoir tube window, cracked belt clip slot, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error and she could not clear the alarm, not even after removing the battery. The patient's blood glucose at the time of incident was over 300 mg/dl. Troubleshooting was initiated for the button error alarm. The customer stated that she was at a wedding and kept the pump tucked into her bra. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.